Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, the associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received reported that a revision was performed to surgically abandon the non boston scientific right ventricular (rv) lead due to issues with the lead. The device was explanted during the procedure to upgrade the patients therapy. No adverse patient effects were reported.

Event description:
Additional information received reported that the device was reprogrammed, and no further actions were planned or performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that there was an additional episode of rv noise, oversensing, and pacing inhibition. Also, there were episodes of what appeared to be minute ventilation (mv) signal oversensing. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited noise, oversensing, and approximately eight seconds of pacing inhibition with a pause in pacing. It was noted the patient was symptomatic. Several troubleshooting maneuvers were performed which did not elicit any noise. This would be discussed further with the physician. No adverse patient effects were reported. The device remains in service.